Event description:
This event was communicated by medtronic navigation who reported that a site ((B)(6) hospital) had bad spheres. Site replaced spheres and new instrument were able to track. Site disposed of spheres, did not record lot number and did not take any pictures. No serious implications to this issue were mentioned by the complainant. No patient/user injury or other serious harm occurred.